Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set accidentally "came out". Patient's blood glucose levels at the time of the event were over 500mg/dl. Patient was going to take manual injections to address the high blood glucose levels. No permanent injury was reported.